Event description:
The customer reported a cartridge alarm 20 occurring while the pump was in use. There was no reported impact on the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy.